Event description:
While using the mazor navigation / robotic system left side screws of a spinal fusion were in place. The right sided screws were medial displaced and required re positioning. FDA safety report ID# (B)(4).